Event description:
It was reported that the patient experienced a change in therapy effect. A new pump was reportedly recently implanted and now the health care provider (hcp) felt ¿it may be occluded¿. The patient was not getting therapy; the reporter wasn¿t sure how long that had been going on. The reporter was not the managing health care provider (hcp) and had been asked to perform a dye study. The reporter didn¿t have all of the additional details. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8782, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).